Manufacturer narrative:
Qn# (B)(4). It was reported that the device involved was still in use, and therefore unavailable for evaluation at the time of the initial report. A device history record review of the lot number reported was conducted and no issues were found that could be related to this complaint. A record assessment (fmea) was conducted and no update is required. The device sample is needed for a proper and thorough investigation. Customer complaint cannot be confirmed. Root cause cannot be determined. If the device becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device connector is not staying on the et tube. No patient harm or necessary medical intervention reported.